Event description:
The pt (B)(6) received an scs system, including a percutaneous lead, on (B)(6) 2010. It was reported that during the implant procedure, the lead exhibited unacceptable impedances. A new lead was used. The attempted lead was returned to the MFR for analysis. No add'l info is available.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Visual analysis and functional testing were performed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. No obvious anomalies were observed on the lead during visual analysis. Continuity and stress testing revealed an intermittent connection on channel 3 of the terminal end. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-evaluation of our MDR review process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.